Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to the leakage at the scope cover and scope connector case unit identified during evaluation, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, the definitive root cause could not be determined. The event can be detected/prevented by the following: detection methods provided in gif-ez1500 operation manual chapter 3 preparation and inspection. Preventative measures provided in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope the auxiliary jet channel had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found no reportable malfunctions aside from the initial allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.